Manufacturer narrative:
A1: pe 20-25. B4: (B)(6) 2021. D7: (B)(6) 2020. D8: no. G1: mr. (B)(6). G4: (B)(6) 2021. G7: follow-up # 1. H2: additional information. H6: medical device problem code: 2682. Type of investigation: 3331. Investigation conclusions: 4315. H10: it was reported that an x-ray image showed osteolytic bone changes around the implant. The radiographic images showed evidence of osteolysis, degenerative changes and radiolucency. Due to lack of pre-operative and post-operative imaging, further interpretation was not readily available. The device was not returned; thus, device examination could not be performed. No microbiology or pathology laboratory testing results were provided; however, it was noted that a posterior lateral mass was identified. Based on the information provided, osteolysis and degenerative changes were noted, as well as mechanical failure; however, it was not possible to determine what caused the event.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. This device was implanted along with a fusion at another level. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with one m6-c artificial cervical disc and a fused segment was revised. The m6-c implant was removed and the level was fused.